Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating motor error alarm from the insulin pump. The customer's blood glucose reading was 84 mg/dl. The customer stated that she woke up and felt shaky. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer stated that there was a motor position encoder error alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump failed the displacement test followed by a motor error alarm during rewind and e70 error alarms was confirmed at the alarm history file due to motor encoder signal out of phase. Unable to perform functional testing including self-test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to motor error alarms. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot and cracked battery tube threads.